Manufacturer narrative:
The reported event was patient death. As received, a partial lead inner coil and connector pin was returned in one piece. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. Unable to perform the short test due to the as received condition of the lead.

Event description:
Related manufacturer reference number:2017865-2023-50134. Related manufacturer reference number:2017865-2023-50136. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was due to atherosclerotic cardiovascular disease.